Event description:
A valiant stent graft system was implanted for the endovascular treatment of a fusiform thoracic aortic aneurysm in zone 2. It was reported that the patient had type b dissection and the entry site was at the rather distal side of left subclavian artery. It was performed as initially planned. It was rifab at zone2. After the valiant stent graft was implanted at zone2, another manufacturer¿s endoscopic 22-gauge needle was inserted from left the brachium and the valiant stent graft intentionally had a hand-made hole in it for the lsa. Then, another manufacturer¿s 14fr catheter was inserted from left femoral artery and the tip of catheter was inserted into the hand-made hole in the valiant stent graft. Another manufacturer¿s excluder was inserted into the catheter, and it was implanted at lsa to complete rifab. Though the device implant was successful, a type ia endoleak remained. Nearby lsa was possible leak site, which had coiling for the treatment; however, it did not resolve. The patient is being monitored in the ICU. No additional clinical sequelae were reported. The physician commented that the proximal sealing length was as short as about 15mm and the dissection entry hole was larger than expectation, which would be the cause of insufficient proximal sealing. According to the physician, it would have been able to treat without type ia endoleak if it was rifab at zone1.

Event description:
The patient was being treated for a 57 mm in diameter and 220 mm in length taa caused by a type b dissection. Proximal diameter of distal neck: 16mm. Distal neck diameter of sg seal zone: 17mm. Diameter caudal to left carotid artery: 35mm. Diameter caudal to left subclavian artery: 33mm. Proximal neck diameter of sg seal zone: 35mm. Distal diameter of proximal neck: 33mm. Diameter proximal to the celiac artery: 19mm. Proximal neck length by centerline: 18mm. Distal neck length by centerline: 30mm.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (modification of device).